Manufacturer narrative:
PMA/510(k) # p100022/s014 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. - attachment: [2018 - jeon-slaughter oct 2018 jic wm.pdf].

Event description:
Jeon-slaughter this study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. This file will address two patients who underwent multiple interventions in the zilver ptx group(two or more).

Event description:
(B)(4). This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. This file will address two patients who underwent multiple interventions in the zilver ptx group(two or more).

Manufacturer narrative:
PMA/510(k)#: p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. User facility and contact details unknown.

Event description:
(B)(6). This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. This file will address two patients who underwent multiple interventions in the zilver ptx group(two or more).

Manufacturer narrative:
Device evaluation. The zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. It should be noted that this file is related to the following additional files all of which were raised from this literature article: (B)(4). Document review. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zfv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that restenosis of the stented artery and arterial thrombosis are listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest the user did not follow the IFU. Root cause review. A definitive root cause could not be determined from the available information. From the information provided it is known that 02 patients underwent multiple interventions. However, it is not known what the interventions were performed to treat or what types of interventions were performed. As a result, it is not possible to assign a failure mode and effect to this file to assess for risk. As previously mentioned, this file is related to a number of other files which investigated adverse events (e.g. Target lesion revascularisation) and the respective interventions performed. A possible root cause could be attributed to patient pre-existing conditions. From the information provided it is known that patient pre-existing conditions included critical limb ischemia, chronic kidney disease, diabetes mellitus, hypertension, heavy calcification, in-stent restenosis (isr) and smoking. It is possible that the pre-existing conditions contributed to the requirement for 02 patients to require multiple interventions. Summary. The complaint is confirmed based on customer testimony. According to the initial reporter, two patients required multiple interventions as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Jeon-slaughter. This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad) this study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. This file will address two patients who underwent multiple interventions in the zilver ptx group(two or more).

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6). This study conducted a comparative effectiveness analysis of zilver ptx and contemporary bms for femoropopliteal artery endovascular intervention using the multicenter excellence in peripheral artery disease (xlpad). This study compared clinically driven 1-year target-lesion revascularization (tlr), target-vessel revascularization (tvr), and target-limb revascularization rates between zilver ptx stent and bms treatments in femoropopliteal distribution. They also compared 1-year all-cause mortality in the respective treatment groups. The study extracted data from the available 969 xlpad registry patients who underwent femoropopliteal stent interventions (unmatched data) between october 2013 and december 2016 at eleven xlpad participating sites in the united states. One-year all-cause mortality and three revascularization outcomes ¿ clinically driven tlr, tvr, and target-limb revascularization ¿ were included in the analysis. 174 zilver ptxs and 174 bmss were used in this study. The bms group contained 53 zilver bare metal stents. This file will address two patients who underwent multiple interventions in the zilver ptx group(two or more).